Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The manufacturing records were reviewed and no complaint related issues were found. The manufacturing evaluation, visual inspection report stated: the helical blade coupling screw was received in two pieces and was broken where the knob and shaft intersect. The fracture surface is homogenous with a continuous weld bead which indicates material uniformity and good weld penetration. The shaft connection is still welded into the knob. The weld between the shaft and the base of the knob has a hairline crack around most of the circumference. There are numerous dents on the top and edges of the knob and one significant one on the edge of the knob. The threads on the end are still intact and a helical blade was successfully attached to the coupling screw. There are several minor surface scrapes and scuffs on the shaft that are consistent with field use. The returned device was manufactured in may 2006, is over 6 years old and shows evidence of being used/hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. A review of the design risk assessment in revision c confirmed that the estimated risk level adequately assessed the severity and occurence of that described in this complaint. A review of the product design drawings also showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per the described technique (j3900-g), could result in loading conditions that may lead to breakage. The design was reviewed and determined to be acceptable for the intended use and therefore the complaint is invalid with respect to design.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (a/re) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
It was reported that the end of the coupling screw broke off during the tfn procedure, and the surgeon was unable to remove the insertion handle from the helical blade. The broken fragment was retrieved immediately. The surgeon had to remove the helical blade with the extractor in order to remove the handle. The nail remained implanted. The surgeon then reimplanted the same helical blade with the same handle, and a different coupling screw, and finished the procedure. There was no harm to the patient, but there was approximately a 30 minute delay to disassemble the handle and blade. Event #1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. (B)(4).